Event description:
During a f/u phone call to the home pt on 1-22-08 regarding a 2240 alarm, it was learned that the pt had been diagnosed with peritonitis two weeks earlier. The original 2240 alarm occurred in 2007 and was due to the pt not being connected to the homechoice machine during initial drain. The pt's nurse believes that pt error was the root cause of the peritonitis as the pt has poor eyesight, although the instance of user error is unk. The pt cultured negative per the nurse, the pt treatment is ongoing and recovery is expected. This is an MDR reportable complaint due to serious injury associated with a user error. It is unlikely that the peritonitis was due to a malfunction/defect in the set.

Manufacturer narrative:
The actual sample was not returned to baxter for eval. However, baxter is monitoring similar events and a f/u report will be submitted should significant info become available.